Event description:
While performing a preventative maintenance check, the technician found the bed had a high ground resistance reading.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.